Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported during use of bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, 1 tube was underfilled and in another tube prior to use, foreign matter(fm) was observed in the tube resembling fungus. There was no health impact or consequences reported.

Event description:
It was reported during use of bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, 1 tube was underfilled and in another tube prior to use, foreign matter(fm) was observed in the tube resembling fungus. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure modes for foreign matter(fm) and underfill was observed. 200 retention samples were visually inspected and no fm was observed. Additionally, 5 retain samples were draw tested and all tubes tested within specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for fm and underfill based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.